Event description:
Analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.012 volts, and the memory locations on the generator indicated that 55.190% of the battery had been consumed. The pa worksheets and internal data from the generator were reviewed. High impedance was first seen on (B)(6) 2020, 8542 ohms. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications.

Event description:
The explanted generator and lead were received, but product analysis is still underway.

Event description:
Patient presented with high lead impedance and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Analysis was completed on the returned lead. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded openings were identified in the outer and inner silicone tubing of the lead coils. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil broken ends show that pitting or electro-etching conditions have occurred at the break location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.